Manufacturer narrative:
The product was not returned and therefore no device evaluation was performed. The investigation will be performed based on the provided information. A device history review revealed no issues that could have caused or contributed to the reported issue. The complaint is confirmed. The customer will replace the pump head. The customer was provided the pump head part number and was sent the letter to replace the pump head yearly. In a follow up response , the customer will replace the pump head and call back for any further assistance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was "dripping from the distal end without pressing the air/water valve" . This event occurred during set up. There was no patient involvement on this event.